Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2011, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. A tag device was implanted at the descending aorta. And no endoleak was observed. On (B)(6) 2012, follow up cta revealed aortic dissection at the ascending aorta which was from the origin of the coronary artery. From the images before the implantation of the tag, the physician found that there had been the dissection before the procedure. And he had not been aware of it. The physician decided to perform the ascending aortic replacement with the vascular graft and would schedule surgery to treat the dissection. On (B)(6) 2012, the pt expired due to the aorta rupture from the dissection.